Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: was there any adverse consequence associated with the patient? : no adverse consequences h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one empty open foil, one empty opened folder and a petri dish with several pieces of suture and a needle that pertain to product code nw2670. Upon visual assessment of the suture pieces, it was observed that the strands had begun with a degradation process caused by exposure to the environment. In addition, the hole of the needle was examined, and the remnant of the suture was noted. In addition, the foil was visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. As per the conditions of the returned sample, no functional test could be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Photo analysis: this is an analysis of a photo submitted to ethicon for review. During the visual analysis the following was observed: the photo shows two aluminum packages, product code nw2670, two threads dispensed and broken into several pieces. Unfortunately the photo does not provide enough evidence to determine the root cause. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported form the analysis of the returned product that suture degradation was observed, the strands had begun with a degradation process caused by exposure to the environment. It was reported that a patient underwent an unknown procedure on an unknown date and a suture was used. The sutures were found damaged in many pieces after opening the box. No patient consequences were reported. Additional information was requested.